Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device operated with currents within specification. The device was monitored and no blank or frozen display anomalies were noted. The device also had with intermittent buttons due to light moisture damage to keypad traces. The device had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced keypad anomaly after changing batteries. Customer was able to adjust the time and date, but buttons began to be unresponsive and display screen went blank. Customer's blood glucose was 88 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.